Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Photos and medical records were provided and reviewed. Six electronic photos were reviewed. The photos are showing the inferior vena cava filter in a plastic container. In one of the photo plastic container label is showing patient details which is matching with complaint record. In one of the photo filter arms and legs are visible. All legs and arms are present. Based, on the provided photos the alleged perforation of the inferior vena cava (ivc) can not e confirmed. Approximately, two years later, the patient had pelvic pain, anteroposterior, inlet and outlet views of the pelvis was performed which revealed an inferior vena cava filter was in place. Around, two years and five months later, the patient experienced neck and back pain, computed tomography of cervical, thoracic and lumbar spine without contrast was performed which showed inferior vena cava filter in the visualized visceral structures. Around, nine months later, the patient had upper back pain. After, nineteen days, the patient had lower abdominal pain, computed tomography of abdomen and pelvis with contrast was performed which showed inferior vena cava filter was present. Around, three years and eight months later, imaging studies were obtained, and it shows that the inferior vena cava filter struts are outside the vena cava wall. One was close to the aorta and two are abutting the spine. The inferior vena cava filter was in good position and there was no vena cava obstruction. Patient was asymptomatic regarding the above. Around, one month later, inferior vena cavogram was performed for inferior vena cava filter retrieval which showed through the right internal jugular vein approach, guidewire was advanced into the inferior vena cava and introducer device was placed below the inferior vena cava filter. Diagnostic inferior vena cavogram was obtained to make sure there was no thrombus within the filter. The filter itself was without thrombus and therefore decision was made for retrieval. Then were able to snare the hook and then retrieve the filter without any complications. As when removing the filter, the sheath came back. It was at a point they could not reinsert. The patient tolerated the procedure well. Hemostasis achieved with manual compression. The patient tolerated the procedure well and was sent to the recovery room in good condition. Based, on the provided medical records alleged perforation of the inferior vena cava (ivc). Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 05/2012), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter struts perforated into organs. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two years later, the patient had pelvic pain, anteroposterior, inlet and outlet views of the pelvis was performed which revealed an inferior vena cava filter was in place. Around, two years and five months later, the patient experienced neck and back pain, computed tomography of cervical, thoracic and lumbar spine without contrast was performed which showed inferior vena cava filter in the visualized visceral structures. Around, nine months later, the patient had upper back pain. After, nineteen days, the patient had lower abdominal pain, computed tomography of abdomen and pelvis with contrast was performed which showed inferior vena cava filter was present. Around, three years and eight months later, imaging studies were obtained, and it shows that the inferior vena cava filter struts are outside the vena cava wall. One was close to the aorta and two are abutting the spine. The inferior vena cava filter was in good position and there was no vena cava obstruction. Patient was asymptomatic regarding the above. Around, one month later, inferior vena cavogram was performed for inferior vena cava filter retrieval which showed through the right internal jugular vein approach, guidewire was advanced into the inferior vena cava and introducer device was placed below the inferior vena cava filter. Diagnostic inferior vena cavogram was obtained to make sure there was no thrombus within the filter. The filter itself was without thrombus and therefore decision was made for retrieval. Then were able to snare the hook and then retrieve the filter without any complications. As when removing the filter, the sheath came back. It was at a point they could not reinsert. The patient tolerated the procedure well. Hemostasis achieved with manual compression. The patient tolerated the procedure well and was sent to the recovery room in good condition. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter struts perforated into organs. The device was removed percutaneously. The current status of the patient is unknown.